Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se upgraded the operational software to the latest revision to resolve the issue. No component replacement was necessary. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator display became inoperative. There was no patient involvement.